Manufacturer narrative:
Additional info will be provided once the investigation has been completed.

Event description:
It was reported that once the procedure was completed, the nurse disconnected the camera and the light lead and moved it towards the wall where it was plugged in. Further, as the cart was being moved, a loud bang was heard and a flash of light, then smoke emitted from the cart. It was further reported that no adverse consequences were reported and the cart was removed from service.